Event description:
Same case as MFR's report# 6000130-2004-0174. During a ptca/stenting treatment procedue, the guidewire tip fractured. The physician was attempting to treat a bifurcated anterior lateral/1st obtuse marginal lesion via a 't-stent' procedure. Two wires were used in this procedure: a pt2 moderate support 300 cm str and a choice 300 pt j. The physician predilated the lesion with 2.0 mm and 3.0 mm ptca balloons, then deployed two taxus stents (2.50/12 mm adn 2.75/28 mm). Post deployment of the stents, the guidewires were removed and one of the wires had a fractured tip, but the physician was unable to identify the wire that fractured. He was, however, able to retrieve the separated tip by using a 2 mm micro snare. No pt injuries or complications were reported.